Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked. Error history log review found a super cap failure: travel reverse error: check clutch plunger error. The root cause of the reported issue was found to be the super cap wasn't working as intended. Actions were taken to mitigate the reported issue: replaced main power board. Performed power up process and all functional tests passed. Recalibrate device. Performed all functional test and passed.

Event description:
It was reported that the pump had a super cap, travel reverse error, top case cracked. No patient injury was reported.